Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt initiated the initial drain cycle prior to having their transfer set connected to the pt line of the homechoice set. After noting this, the home pt connected themself to the setup. Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, the home pt came to the clinic 2 days following the reported 2240 incident. The home pt presented with abdominal pain, and was subsequently diagnosed with peritonitis confirmed by lab work. The home pt was hospitalized for an unk amount of time. Treatment included cefazolin 500 mg intraperitoneal twice daily for 14 days.